Manufacturer narrative:
The up arrow button did not respond due to a corroded keypad trace. Battery out limit alarm could not be verified, due to unresponsive button. The insulin pump was also received with a cracked display window, cracked case at display window corners, and a cracked reservoir tube lip.

Event description:
The customer called and reported that a button on the insulin pump was not responding. Customer's blood glucose was not known. No significant events leading to the keypad issues were recalled. The customer also stated there was a crack on the side of the insulin pump where the reservoir goes in. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.